Event description:
It was reported that during a sphincterotomy procedure, the cutting wire of the device came apart and lodged in the pt. The device was still attached at the tip when they removed the section from the pt. During removal of this section of the device, it caused some tissue trama. A visual and functional eval found that the cutting wire was bent, blackedend and broken. This device did not deflect when the handle was activated.